Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a repeat ablation procedure, a faradrive steerable sheath clear was selected for use. Following the procedure, the patient developed acute hypoxic respiratory failure. The patient reported progressively worsening shortness of breath following the repeat ablation. The suspected cause was post procedure fluid overload. A CT scan was performed as part of the evaluation and was negative for pulmonary embolism or any acute vascular abnormalities of the chest. The patient was treated with 40 mg of lasix.